Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate the reported event. As a preventative measure, the laser module was replaced. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause of the reported event is inconclusive. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received confirmed the procedure was completed three days after the original surgery. There was no patient harm.

Event description:
A physician reported that during a vitrectomy procedure the laser did not perform its operation. Two different laser probes and ports were tried but did not resolve the issue. The surgeon was not able to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).